Event description:
It was reported that screw heads of three screws were broken during a procedure while the screws were being inserted, the bottom of the screws remained in the patient bone. There was a 15 minute delay in surgery reported. The procedure was completed successfully. This report is for the 2nd of the 3 broken screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.